Event description:
The account reported that in 2003 a donor, (first time pheresis donor), complained of their eyes burning and itching after leaving the donation area. Periobital edema was observed and the donor's eyes were red and watery. Cold wet compresses were applied to both eyes. A flight surgeon on site from the military base, where the donation occurred, administered 25 mg of benadryl (route unk). No abnormalities were noted during a review of the donation process. It was a 32 min procedure that started at 1408 and ended at 1440. 410ml of saline and 138ml of anticoagulant were used during the procedure. The following day the account followed up with the donor and the donor right eye was still a little puffy, but otherwise everything was fine. Donor did take benadryl (dose and route unk) again the following day, so donor was a little sleepy. Donor also was not allergic or sensitive to latex.